Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 32 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4mm x 28mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 32 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4mm x 28mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery. The lesion contained >90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 32 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.